Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported she was unable to rewind the device. Customer's blood glucose was 510 mg/dl, customer hasn't treated want to get the device started to treat. Customer stated she replaced battery but wasn't using recommended battery. Customer stated the battery indicator, indicated no battery. Customer was advised to replace battery with recommended battery, device did rewind. Customer stated the device did not alarm any battery alarms. No further information reported.